Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 400 mg/dl. Customer states that they had to change the tubing every 2-3 days due to clogs and insulin pump did not alarm quick enough as blood glucose was already above 400 mg/dl. Insulin pump will not be return for analysis.